Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to essure device, underwent a hysterectomy") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("complication associated with device"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorhagia(bleeding b/w periods)"), allergy to metals ("nickel-diag. Pre-essure"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("bloating"), insomnia ("insomnia"), vitamin d deficiency ("vitamine d deficiency"), iron deficiency ("iron deficiency") and complication associated with device ("complication associated with device") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, urinary tract disorder, urinary tract infection, weight increased, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, abdominal distension, insomnia, vitamin d deficiency and iron deficiency had resolved and the allergy to metals, dermatitis allergic, hypersensitivity, psychological trauma and complication associated with device outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, complication associated with device, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, insomnia, iron deficiency, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pain, bleeding, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Medical device removal updated with new events: dyspareunia, dysmenorrhea, menorrhagia, metrorrhagia, nickel-diag. Pre-essure, rash/skin condition, hypersensitivity, psych injury related to essure, bladder problems, vaginal discharge, urinary problems, uti, weight gain, fatigue, hair loss, dental problems, hormonal changes, migraine, headache, nausea, vision problems, bloating, insomnia, vitamin d deficiency, iron deficiency, plaintiff did not undergo essure confirmation test were added. Outcome of the events pain, bleeding, bladder or urinary problems and other were updated. Plaintiff's information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included duloxetine hydrochloride (cymbalta) and trazodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), allergy to metals ("nickel-diag. Pre-essure"), dermatitis allergic ("rash/skin condition"), rash ("allergic or hypersensitivity reaction type: skin rashes/rashes or skin conditions type: general"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("bloating"), insomnia ("insomnia"), vitamin d deficiency ("vitamine d deficiency"), iron deficiency ("iron deficiency"), complication associated with device ("complication associated with device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), amnesia ("memory loss"), hirsutism ("thicker facial hair") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, urinary tract disorder, urinary tract infection, weight increased, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, abdominal distension, insomnia, vitamin d deficiency and iron deficiency had resolved and the allergy to metals, dermatitis allergic, rash, psychological trauma, complication associated with device, vaginal haemorrhage, gastrointestinal disorder, amnesia, hirsutism and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, bladder disorder, complication associated with device, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hirsutism, hormone level abnormal, insomnia, iron deficiency, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pain, bleeding, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received : events added- apareunia, vaginal haemorrhage, memory loss, gastrointestinal disorder, thicker facial hair, event hypersensitivity is updated to skin rashes. Patient demographic added, essure insertion date updated , concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included duloxetine hydrochloride (cymbalta) and trazodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorhagia(bleeding b/w periods)"), allergy to metals ("nickel-diag. Pre-essure"), allergic dermatitis ("rash/skin condition"), allergic rash ("allergic or hypersensitivity reaction type: skin rashes/rashes or skin conditions type: general"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("bloating"), insomnia ("insomnia"), vitamin d deficiency ("vitamine d deficiency"), iron deficiency ("iron deficiency"), complication associated with device ("complication associated with device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), amnesia ("memory loss"), hirsutism ("thicker facial hair") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, urinary tract disorder, urinary tract infection, weight increased, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, abdominal distension, insomnia, vitamin d deficiency and iron deficiency had resolved and the allergy to metals, allergic dermatitis, allergic rash, psychological trauma, complication associated with device, vaginal haemorrhage, gastrointestinal disorder, amnesia, hirsutism and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, allergic dermatitis, allergy to metals, alopecia, amnesia, bladder disorder, complication associated with device, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hirsutism, hormone level abnormal, insomnia, iron deficiency, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, weight increased and allergic rash to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pain, bleeding, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
"Spontaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to essure device, underwent a hysterectomy") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("complication associated with device"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.